Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system and that the plunger had broken. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and blood and tissue were present. The plunger was broken and the analysis was able to grab the remaining piece of plunger shaft and pull outward to release the capsule.